Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that during an unknown procedure while using a truespan meniscal repair system peek 24 degree, surgeon did not get the shaft of the truespan into the knee, despite the large knee, he tried several times until the white silicone layer on the shaft pressed upwards until the implants lay free. The complaint device was received and evaluated. Visual observations reveal that both implants were within the needle shaft assembly and the silicone sleeve was damaged as it was found broken in the distal part. The complaint was confirmed. In addition, was noted that the needle was bent. The functional test was performed in the meniscal gum sample making the firings satisfactorily and the red trigger functioned normally. The possible root cause for the reported failure can be attributed to excessive force was applied on the device. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device [6l60706] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales consultant that during an unknown procedure, while using a truespan meniscal repair system peek 24 degree, surgeon did not get the shaft of the truespan into the knee, despite the large knee, he tried several times until the white silicone layer on the shaft pressed upwards until the implants lay free. Procedure was completed successfully. No surgical delay or patient consequence reported. No additional information was provided.